Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had two strokes following the permanent implant procedure on (B)(6) 2015. In turn, the patient was hospitalized and was in coma for 3 weeks. The patient was then transferred to a rehabilitation facility. The patient has been released from the rehabilitation facility and can now walk short distances. The patient does not want to use the scs system and declined reprogramming. As a result, the patient will undergo surgical intervention.